Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The tip separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported tip detachment. The additional treatment and retrieval of the tip are related to operational context.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the common femoral artery. The vessel diameter is 4.9 mm to 5.2 mm and was moderately calcified. The vessel was prepped with a 6.0x80 mm non-abbott balloon dilatation catheter. The 5mm x 100 mm x 120cm supera veritas stent was deployed successfully. However, during removal of the delivery system the tip of the device separated. An attempt was made to retrieve the separated tip by slowly pulling back on the guide wire; however, this only worked until the tip was the mid superficial femoral artery (sfa), then the tip got stuck. The tip was then pushed down into the proximal anterior tibial artery; this was considered a safe place to leave the tip. The patient is doing well. Routine medication was given as after stent implantation. The procedure was completed with the same device. There were no adverse patient sequela. Although there was a delay in the procedure it did not result in significant impact to the patient. No additional information was provided.